Manufacturer narrative:
The 1st accu-chek inform ii meter serial number was (B)(6). The 2nd accu-chek inform ii meter serial number was (B)(6). The product has been requested for investigation on 18-mar-2025. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) compared to a different accu-chek inform ii meter (meter 2). At 5:11 pm the result obtained from meter 1 was 374 mg/dl. The customer questioned the initial result as it was high and re-tested the patient. At 5:18 pm the result obtained from meter 2 was 181 mg/dl. At 5:22 pm the result obtained from meter 1 was 185 mg/dl. The results of 181 mg/dl and 185 mg/dl were believed to be correct. Qc was performed on meter 1 and meter 2 on the day of the event and it was acceptable.

Manufacturer narrative:
Section d9 was updated. The accu-chek inform ii meter with the serial number (B)(6) was received for investigation. A visual examination was performed and revealed no abnormalities. The device was disassembled, and its electronic compartment was visually inspected. The strip port area and contacts were checked. Residues of an invading fluid were observed on and around the measurement engine. The investigation did not identify a product problem. The cause of the event was due to improper mishandling (user error).